Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. Model lap top ventilator 1200 passed 90 hour extended tests at customer¿s settings. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that model lap top ventilator 1200 was not delivering accurate set pressures while connected to a patient with non-invasive positive pressure ventilation (nppv) or continuous positive airway pressure (CPAP) modes. The patient was removed from the ventilator and placed on a back up unit. The customer stated the patient ventilated fine on the back up ventilator. The customer confirmed there was no patient harm associated with the reported event.